Manufacturer narrative:
Upon completion of the investigation, examination of the valve revealed the presence of biological debris within the device. This biological debris caused the returned valve to fail the programming and pressure tests and it appears to have caused the difficulty encountered by the customer. Review of the device history record confirmed the valve met specification requirements when released to stock. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Event description:
The affiliate reported: the device was implanted via l-p shunt in (B)(6) 2013. Doi and the initial setting pressure are unknown. It was suspected that the device did not function and that the lumber catheter manufactured by other company seemed came off from the device through the CT scan in (B)(6), 2014. The revision surgery was conducted on (B)(6) 2014 and it was found that the catheter had been split and a piece of the broken catheter had to be left in the patient's body. It was also found the removed valve had been occluded. There was a comment from the surgeon that the valve occlusion could have been caused by repeated pumping. There is no information with regards to the replaced valve.

Manufacturer narrative:
Upon completion of the investigation a follow up report will be filed.